Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, had triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,000 ohms. Following the lss, noise with oversensing and pacing inhibition with greater than 2 seconds of asystole were observed. In addition, the patient was near syncopal. The pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis as records indicate the pacemaker was retained by the explanting hospital. Additional information received indicated that this pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, had triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,000 ohms. Following the lss, noise with oversensing and pacing inhibition with greater than 2 seconds of asystole were observed. In addition, the patient was near syncopal. The pacemaker was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis as records indicate the pacemaker was retained by the explanting hospital.